Event description:
The patient has been implanted with an evoke spinal cord stimulation (scs) system on (B)(6) 2023. Five days later the evoke system was removed due to the patient experiencing psychological functional leg paralysis. An magnetic resonance imagery (MRI) performed after explant did not reveal any damage to spinal cord. It was noted the physician does not allege any device deficiencies, but clearly stated that this is a patient-related issue. Patient has a range of comorbidities.